Event description:
Related to MFR report # 2183959-2012-02625. On or about (B)(6) 2011, the plaintiff was implanted with an ams monarc sling during a vaginal repair operation of a cystocele causing urinary incontinence, frequent urination, and uncomfortable intercourse. It was reported that, "on or about (B)(6) 2011, plaintiff underwent an excision procedure for revision of the sling," reportedly, 'due to vaginal erosion in the midline caused by the mesh, continued frequent urination, and excessive vaginal bleeding." It was allegedly the plaintiff's attorney that the "plaintiff has suffered serious bodily injury, mental, and physical pain and suffering."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.